Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed insufficient adhesive to retain the connector on the shaft. Reported problem was able to be duplicated during visual inspection. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: heighten the awareness of the issue to the assembly operators and quality inspectors.

Event description:
It was reported that the device tube connection broke off the trach. No patient injury was reported.